Event description:
A pixel issue was reported on the pump display, hindering the customer's ability to read the screen and interact with the pump. There was no reported impact to the customer's blood glucose level. The customer opted to use multiple daily injections as a backup therapy while the pump was replaced by technical support.